Manufacturer narrative:
Follow-up #1: date of submission 4/13/15. Device evaluation: the device has been returned and evaluated by product analysis on 04/01/2015 with the following findings: battery compartment cracked in three places: near top, below bumper pad and between bumper pad and top. Battery cap is damaged - threads stripped, used test cap for all steps, test battery cap does tighten fully. Unrelated to the complaint, there is a dim pink display screen.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.